Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set separated from the main body of the twist clamp. It was described as "the deep blue park separated from the main body". This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set had been in use for ¿4:1 week¿. No cleaning solutions, solvents or disinfectant were used on the product. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.